Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
During the device follow-up, the device was found in standby mode. Device was re-initialized successfully.